Manufacturer narrative:
Exact date unknown, event occurred between (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was implanted for supraorbital nerve stimulation. The patient experienced lack of therapeutic coverage most likely due to lead migration. The patient underwent a lead revision procedure wherein the lead was repositioned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred between (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was implanted for supraorbital nerve stimulation. The patient experienced lack of therapeutic coverage most likely due to lead migration. The patient underwent a lead revision procedure wherein the lead was repositioned.